Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a tal pallindrome dialysis catheter. The customer reports, that while placing the dialysis catheter, the plastic tip of the tunneler got lodged in the catheter tip.